Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The customer did not know the blood glucose reading. The customer stated that he wanted to begin the troubleshooting with a new reservoir. Upon troubleshooting, the customer stated that the device no longer alarmed no delivery. He was advised that the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.